Event description:
It was reported that a (B)(6) caucasian female patient underwent breast prosthesis implantation procedure with two 500cc mentor memorygel breast implants. Post-operatively, the patient was involved in a motor accident. The patient suffered a left breast implant rupture and a displaced and deformed right breast. As a result, the patient underwent bilateral breast implant removal and replacement on (B)(6) 2022. The replacement devices were: (left) 600cc mentor memorygel breast implant catalog: 3506004bc lot: 9619698 sn: (B)(4) and (right) 600cc mentor memorygel breast implant catalog: 3506004bc lot: 9541253 sn: (B)(4). This medwatch form is for the right breast prosthesis.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: implant displacement and deformation after trauma. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On april 28, 2022, mentor became aware that the suspect medical devices were implanted for primary breast augmentation. Mentor also became aware that the patient suffered bilateral breast pain and bilateral capsular contractures (baker grade unknown). The patient underwent bilateral capsulotomy and subtotal capsulectomy. The right was removed intact and the left was ruptured. Reason for device explant and/or reoperation: breast pain, capsular contracture.